Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 29mm edwards sapien 3 transcatheter heart valve. During the advancement of the valve through the esheath, resistance was experienced. The commander delivery system broke through the esheath and the struts of the valve appeared to be damaged. The valve got stuck in the esheath, was not able to exit the esheath distal tip. The system was withdrawn though a surgical cutdown to avoid any vascular complications at the puncture site. A new system was used and the valve was implanted with success. The patient was discharged home. As per medical opinion, the root cause of the event might be related to the fact that the vessel was large in common iliac. The esheath did not have the support from the arterial wall, and this could have led the valve being stuck and damaging the sheath while they were pushing to advance the device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: one (1) strut bent outward greater than 90 degrees at the outflow side. Liner tear observed on the sheath liner. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve frame damage was confirmed based on returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during the advance of the valve through the esheath, it was experienced a strange resistance, and found out that the commander delivery system broke the esheath and damaged the struts of the valve''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per complaint description, the patient's access vessel had presence of mild calcifications and mild tortuosity degrees. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is likely difficulty was experience during the device insertion and excessive manipulation may have been applied. The excessive manipulation likely led to the delivery system protrusion through the sheath and created the liner tear. Additionally, the interaction between the delivery system flex tip and the valve strut led to the bent the valve strut at the outflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/ or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.